Manufacturer narrative:
The device is previously reported on MDR report no 1818910-2012-18282. Depuy considers this investigation closed.

Event description:
Clinical report states pain and stiffness. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.